Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The customer stated that the event occurred two months prior to calling ascensia. Therefore, event date captured as 24-jul-2019. This event is related to MDR # 1810909-2019-00451.

Event description:
The customer reported that two months prior to calling ascensia, he obtained a blood glucose reading of 158 mg/dl on his contour next one meter. The customer stated that he had stomach flu so he was unable to eat all day. The customer had hypoglycemic symptoms such as lightheadedness and dizziness. The customer's wife called paramedics and when they arrived, they performed a blood glucose test with their meter obtaining a reading of 70 mg/dl. The paramedics gave him sugar water and took him to an emergency room for stomach flu and hypoglycemia. The customer's blood glucose was monitored in the emergency room. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next one meter with in-house contour next test strips from lot # 8dpef07c, which gave satisfactory performance.